Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who admitted the patient to the hospital. A new sample from the patient was tested on both the same instrument and an alternate dimension instrument and both resulted lower. The initial sample from the patient was then rerun on the same instrument and the alternate dimension instrument, also resulting lower both times. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse performed a system cleaning and replaced reagent probe syringes, the reagent probe drain, reagent probe 1, reagent probe tubing, reagent probe electrovalve, and the reagent probe transducer. During follow up with the customer, the customer stated that the issue had not recurred and that they began using a new reagent lot. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The initial sample had been rerun and a redraw sample had been tested on the instrument prior to service and resulted as expected. The instrument is performing according to specifications. No further evaluation of the device is required.